Event description:
During a planned hardware removal, a pedicle screw at s1 was discovered as being broken beneath the tulip housing; it is not known whether the fracture occurred during removal or prior to this reoperation. The screw shank was imbedded in the pedicle, and so the surgeon elected to leave it in the patient. This removal surgery took place over four years after the original implantation and the patient was completely fused from l4-s1.

Manufacturer narrative:
The associated instructions for use lists early or late implant bending, breakage, or failure as possible complications. It also cautions that deterioration of the device after bone consolidation cannot be considered to constitute a dysfunction or deterioration in the characteristics of the implants.